Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) identified that drawer 6 in the auxiliary cabinet was not detected on the bus due to a defective drawer controller and modular controller board. Both boards were replaced, the station was rebooted, and hta diagnostics were performed with successful results. Operational status was verified with the customer, confirming the station was functioning without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was not detected on the bus. A restart was attempted, but the entire drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.